Event description:
A hospital in (B)(6) reported via our distributor that there was air leakage between the lid and cup of the water trap of an rt205 adult inspiratory-heated breathing circuit during use. No patient consequence was reported

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: the visual inspection revealed blue fibers between the lid and bowl of the water trap on the expiratory limb. The pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap, as observed by the customer. A lot check revealed no other complaints for this product with this lot number. Conclusion: a leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. As the breathing circuits are visually inspected prior to leaving production, it is unlikely that the blue fibers were present at that time. This suggests the leaks must have developed post production. It is possible that the blue fibres found between the lid and bowl of the water trap contributed to the lack of seal, causing the leak. It is possible that they originate from some material that was used to wipe the water trap when being emptied during use. The user instructions for rt205 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).